Event description:
It was reported that during the initial use of the vaporizer, there were crackling sounds and flames appeared. The device was immediately disconnected from the power supply.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Corrected section d product details, fields d1, d2a, d4, and updated d9. Three attempts were made to receive the complaint device and it has yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: flames appeared. Probable root cause: probe short, button stuck on firing position, fluid ingress, suction tube cut, button inadvertently pressed, damaged insulation, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle console error. Use errors: incorrect power level set. Nonbendable probe bent with probe bender, or a bendable probe bent with anything other than the stryker rf probe bender. Inserting or withdrawing probe during application of power. Activating the probe while in contact with metal objects or instruments. Probe handle is submerged in liquid or suction tube is cut. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during the initial use of the vaporizer, there were crackling sounds and flames appeared. The device was immediately disconnected from the power supply.